Event description:
Rn reports pump alarming "error" message. Tried to trouble shoot issue. Unable to remove error message so replaced with a different pump which worked appropriately. No injury to patient, no rapid infusion of any fluids or medications. Pump sent to biomed for evaluation purposes. Evaluation found main motor had slipped. Pump will be returned to manufacturer for service.